Event description:
A customer reported that the system turned off during a procedure. The procedure was converted to a manual technique and the surgery was completed with no impact to the pt.

Manufacturer narrative:
By the time a company representative contacted the customer, the customer indicated that the system was functioning normally. Therefore, no further service was requested. No samples were returned for further evaluation. Additionally, a review of the system's event log did not indicate any related system messages. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).